Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy drawer tray, full height drawer was defective. A field service engineer replaced legacy drawer tray for auxiliary and full height drawer 7. Fse verified that the drawer was fully functional. Customer confirmed and verified final test and was able to recover and inventory auxiliary, full height legacy drawer, 7. Fse checked all cabling and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was failed and required maintenance. The customer stated that this malfunction was possibly caused by liquid spill. However, there were no adverse events or injuries reported based on this event.